Event description:
Pt had pronounced erythema and pain right after surgery when a c-qur v-patch was implanted.

Manufacturer narrative:
Mesh was being returned due to a suspected infection. Conversations with the surgeon the day of the explant indicated that bacterial culture swabs of the area did not come back positive for infection. Atrium engineering and marketing personnel at the site noted that the pt's skin was red around the area of mesh implantation and that there were not noticeable signs of infection such as sinus tracts, open wounds or puss. However, since the pt was still experiencing some erythema and pain around the sight of implantation the mesh was explanted. There was no evidence to substantiate the presence of a mesh related infection, and the implant demonstrated very good tissue incorporation and healing. There are many potential causes of skin irritation in surgical pts which could have contributed to the skin irritation observed in this pt. The lot number of this mesh explant was not provided with this rga; therefore, no review of the lot history record was performed. Based upon the limited information provided in the rga, and the examination of the explant returned, there are not reasons to conclude that this c-qur v-patch mesh device itself was the root cause of the erythema and pain described in this case.